Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. A power loss was not duplicated. The battery compartment was intact. There was evidence of moisture contamination on underside of battery cap. The black box shows dates from (B)(6) 2014. Power on reset events observed in black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events duplicated during investigation. The leak test passes. Removed pump case, no evidence of additional moisture inside pump. Further visual inspection shows component d4 detached from pcb floating loose within pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.